Manufacturer narrative:
The manufacturer is closing the record for this event.

Event description:
Related manufacturer report number: 2916596-2021-02380.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log files. A driveline disconnect was also captured in the log file; however, a specific cause for the disconnect cannot be conclusively determined. The controller event log file contained data from 07apr2021 10:21:33 through 07apr2021 11:24:52. Transient low flow fault flags were captured throughout the log file, when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in a total of 71 low flow hazard alarms. The observed low flow events also appeared to be associated with elevated pi; however, a specific cause could not be conclusively determined through this evaluation. On 07apr2021 at 11:11:02, the white power cable was disconnected. Approximately 36 seconds later, the black power cable was also disconnected, and no external power alarms activated. On 07apr2021 at 11:12:19, the black power cable was reconnected. The pump ran on the backup battery without issue during the no external power events. The pump continued to run on only the black power cable until 07apr2021 at 11:12:47, when the driveline was disconnected from the controller. The driveline disconnect was accompanied by low alarms, lvad off alarms, com b and a faults, low pump current faults, and power a and b broken faults. The driveline was reconnected at 11:12:55, and the pump ramped back up to the set speed. The pump continued to operate as expected with more low flow alarms until 07apr2021 11:22:37, when the white power cable was again disconnected. 26 seconds later, the black power cable was disconnected, and no external power alarms activated. The pump operated on the backup battery until the driveline was disconnected on 11:23:17. The driveline disconnect was accompanied by low alarms, lvad off alarms, com b and a faults, low pump current faults, and power a and b broken faults. The pump remained off for the remainder of the log file and appeared consistent with the report of a controller exchange. The controller periodic log file contained data from 28mar2021 21:01:29 through 07apr2021 10:56:24, per the timestamps. Two low flow fault flags were captured in the log file, when the estimated flow dropped below the threshold of 2.5 lpm. One of the events lasted over ten seconds, and a low flow alarm was captured. Besides these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller event log file contained data from 14apr2021 11:51:02 through 16apr2021 12:53:13. The file captured the pump operating at a fixed speed of 5200 rpm with a low speed limit of 5000 rpm. Transient low flow fault flags were captured throughout the log file, when the estimated flow dropped below the threshold of 2.5 lpm. Of these faults, 22 of them lasted longer than 10 seconds, and low flow hazard alarms were captured. The observed low flow events also appeared to be associated with elevated pi values; however, a specific cause could not be conclusively determined through this evaluation. No other atypical events were capturedthe only other events recorded were associated with pi events and routine power source exchanges. Despite these alarms, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file and lvad event and lvad periodic log files captured the pump functioning as intended. The controller periodic and lvad event and periodic log files appeared to capture the pump operating as intended. Per the vad coordinator, the low flows were due to volume status vs the pump position vs the speed of pump. The patient was experiencing dizziness and decreased mental status. The reason for the pocket controller exchange was unknown as it was at a nursing facility; however, it is thought that it was because they had let the batteries die completely and were unsure what was wrong with it, so they completely changed out the pocket controller without being advised to. The patient was given several boluses of normal saline and they increased fluid intake. Also, the speed of pump was decreased to 5000. After the decrease of speed, the patient no longer had low flow alarms, was fully alert and oriented, and was discharged to a rehab facility to regain strength. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4) until they expired on 05may2021. No product is available for investigation. The relevant sections of the device history records for mlp-022727 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas instructions for use (IFU) and patient handbook outline all system controller alarms as well as the appropriate actions associated with them and warn that disconnecting the driveline from the system controller will result in a loss of pump function. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency) and states that both the patient and primary caregiver must be able to repeatedly demonstrate ability to successfully complete connection of a driveline to the pocket controller in a timely manner. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 introduction of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. Section 4 system monitor provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 alarms and troubleshooting describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled switching power sources. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 alarms and troubleshooting contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file review was requested to see if the patient was on his backup pocket controller. The log captured low flow alarms with high pulsatility index (pi) on (B)(6) 2021. The flow is fluctuating below 2.5 lpm threshold. These occur at times when pi is elevated. These seem to be physiological in nature. Otherwise, there were no notable alarm conditions or parameter changes. The vad is functioning as intended. It was reported that the patient's pocket controller was switched out and these are the files from his original primary pocket controller. The log file captured low flow events on (B)(6) 2021. The low flow events occurred at times when pi is elevated. The low flow events seem to be a patient related issue. Also, as communicated the files are from the patients original controller. It appears the controller was replaced on (B)(6) 2021 around 11:23:17. It was reported that low flow was due to volume status, and position and speed of pump. It was reported that the low flows did resolve prior to discharge of patient. He was given several boluses of normal saline and increased fluid intake. Also the team decreased speed of pump to 5000. After the decreased of speed, patient no longer had low flow alarms. Patient was experiencing dizziness and decreased mental status; however, patient is now fully alert and oriented and discharged to a rehab facility to regain strength. The patient increased fluid status, decreased pump speed to 5000. No product will be returning for evaluation.